Event description:
The catheter was inserted on (B) (6) 2009 into the median cubital of the right arm and infusion with tpn. On (B) (6) during infusion, the nurse found the catheter broken near oval disk. The catheter had to be removed.

Manufacturer narrative:
The sample is currently being decontaminated. Upon decontamination of the completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).